Event description:
The md attempted to place the catheter as usual and dilated the track but the catheter could not be pushed beyond skin level. She tried to insert the catheter but it would not go in as normal and started to bend.

Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.